Event description:
A report was received that the patient was having difficulty charging her ipg and was experiencing a burning sensation at the pocket site. The patient underwent a pocket revision and the physician repositioned the pocket from the left side of her body to the right side. The patient is reportedly doing well following the procedure.